Event description:
Caller had difficulty completing testing as freestyle meter turned off prior to blood sample application. Caller did not have replacement batteries. Caller experienced low blood glucose and a loss of consciousness. An ambulance was called, but treatment from the medical team was not required. Caller did not provide information related to self-treatment.